Manufacturer narrative:
Due to characterization limit e1: (B)(6). (B)(6) a rn, called into emergency support program line to requesting assistance with cardiosave intra-aortic balloon pump(iabp) for a gas alarm. She had troubleshot this alarm by switching from a cardiosave hybrid to a cs300 pump which resolved the alarm. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She reported the patient became recently agitated and sat up in the bed. Esp personnel explained the nature of the gas loss alarm and the proper troubleshooting of the alarm with (B)(6) and her fellow colleagues. Esp personnel explained to them that the gas loss alarm was most likely triggered by the above clinical factor. Esp personnel suggested (B)(6) to call back if the alarm go off 2 ¿3 times despite pressing the iab fill key button. There was no patient harm or injury reported.

Event description:
(B)(6) a rn, called into emergency support program line to requesting assistance with cardiosave intra-aortic balloon pump(iabp) for a gas alarm. She had troubleshot this alarm by switching from a cardiosave hybrid to a cs300 pump which resolved the alarm. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She reported the patient became recently agitated and sat up in the bed. Esp personnel explained the nature of the gas loss alarm and the proper troubleshooting of the alarm with (B)(6) and her fellow colleagues. Esp personnel explained to them that the gas loss alarm was most likely triggered by the above clinical factor. Esp personnel suggested (B)(6) to call back if the alarm go off 2 ¿3 times despite pressing the iab fill key button. There was no patient harm or injury reported.